Manufacturer narrative:
When additional information is provided, we will report as required.

Event description:
It was reported that the 9600+ system experienced a collimator "iris pot" error and the system is not magnifying in mode 2. There was no report of patient injury.